Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Monitor was returned and evaluated in accordance with procedures recommended by zoll manufacturing corporation. The evaluation of the monitor confirmed the service code 104/dl code 203. There was contamination on j101 and j502 on the ca board. The monitor did not pass essential performance testing. The root cause of the contamination was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.